Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 0002916596-2014-01017. Section a: patient identifier and weight not provided. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
The patient was supported with an acute blood pump system. It was reported that during patient transport and while the patient was on ECMO, the primary console had a m4 motor alarm. It was also reported that the motor did not stop and continued to support the patient; however, the motor got hot, the alarm sounded and the primary console registered a message "motor over heated¿. The patient was switched to a backup system. The hospital reported that it took 30 seconds to change to the backup system; therefore, the patient was hemodynamic compromised for 30 seconds. It was reported that the event did not lead to any injury to the patient and did not compromise the patient outcome. The patient expired on (B)(6) 2014 and the reported cause of death was multi-organ system failure.

Manufacturer narrative:
This event occurred at (B)(6). No further information was provided. The manufacturer is closing the file on this event.